Manufacturer narrative:
The customer replaced a portion of drain tubing that runs between the cx1 and the cx4 (sump canister), and the leak was successfully repaired. The customer cancelled service request.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The customer stated the leak was from under the hydro and could not determine if it was water or waste. No injury was reported and there was no effect to patient or user.